Manufacturer narrative:
Device evaluation: the complaint product was received; visual inspection revealed that only the lens was returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of viscoelastic material were observed on lens pieces. One of the haptic was observed detached. This detached haptic piece was not returned. No damaged was observed to the other haptic. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported as haptic damaged was not verified. However, haptic detached was identified on sample returned. Based on the analysis of the returned product, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00, 22.5 diopter intraocular lens (iol) was damaged as implanted. Follow-up confirmed that a note on the package indicates haptic broke after being inserted into eye. There was no incision enlargement, no vitrectomy, no sutures done. There was no patient post-op injury. Back-up lens was used to complete the procedure.